Event description:
Nellcor puritan bennett received a call from user facility on 10/23/98. User called to report the following problem: all light-emitting diodes on with constant single tone alarm and no volume delivered. No pt harm found during bench testing.